Manufacturer narrative:
(B)(4) the device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot number 73k 1400086 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the bands are drying rotting. It is visible through the package. There was no patient involvement.